Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply connector was reseated and the voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system would not start up (no boot). There is no report of pt injury associated with this event.